Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer¿s current blood glucose was 470 mg/dl. The customer also experienced symptoms like nausea, stomach was upset. The customer treated with injections. The drive support cap appeared normal. Troubleshooting was performed. The product was not returned for analysis.